Manufacturer narrative:
Part number# 100-70-1 is not distributed in the u.s.; however is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k871204. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The co rec'd a report where is was claimed that the cuff split and/or teared during pt use. The caller reported that extubation and reintubation of a replacement tube was performed and the reported issue was isolated. No pt harm reported.